Manufacturer narrative:
When investigation is completed a follow up report will be sent to FDA (B)(4).

Event description:
Philips received a complaint from a customer about a possible radiation burn to a patient during a iliac aneurysm procedure.

Manufacturer narrative:
Philips investigated this complaint and found that after reviewing the logfiles and images that the cause of this high radiation dose was due to the complexity of the procedure (high number of images taken) and the patient characteristics. The customer reported that the patient received a total dose of 10.4gy, and has not suffered any radiation related injuries up until today furthermore the customer experienced grainy images, this was caused by a low entrance dose limitation. The philips field service engineer tested the system and found that it was working within its specifications. (B)(4).